Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had a charge time of 12 seconds 6 months ago. In mol-1 with 2.64 v. Currently, the charge time is 21.8 sec. A few manual capacitor reformations increased the charge time to 25 and the device displayed an elective replacement indicator (eri).